Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, the two reloads did not work with the handle. The handle was blocked and the surgeon could not staple. Even before applying it to the tissue, it he could not press. The surgeon just took another reload and it worked with the same handle for the whole procedure.there was no patient injury.